Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 4 days (19aug2022 ¿ 24aug2022 per timestamp). Four intermittent loss of external power events that were associated with low power hazard, power cable disconnect and no external power alarms were active on 21aug2022 at 07:02:09 ¿ 21aug2022 at 07:12:20. These alarms appear to be caused due to a loss of ac power while connected to the mpu. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. Another loss of power event that was associated with low power hazard and power cable disconnect alarms was active on 23aug2022 from 12:04:16 ¿ 12:04:20. These alarms appear to be caused due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, if any product was exchanged and would be returned, and if the cause of the no external power event was known. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power alarms and low voltage alarms on (B)(6) 2022 for about 10-12 minutes in the morning. The patient stated that the mobile power unit (mpu) was unplugged from the wall when he was in the restroom and the patient's son tripped over the line. The patient was advised to plug back to a power source as soon as possible to avoid the pump from stopping. Log file analysis displayed 5 episodes of low power hazards and no external power alarms while connected to the mpu on 21aug2022 and 23aug2022. There was no interruption in pump support during these events.